Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus, resulted on a drawer failure on the 3 north station at auxiliary drawer 4.2 pocket a0. Users attempted to recover the failure; however, upon initiated recovery, the drawer opened but the screen immediately displayed a clear obstruction message without provided further guidance, and the failure persisted. Additionally, the system incorrectly identified the drawer as a full-height drawer when it was actually a half-height drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station auxiliary drawer 4.2 pocket b0 was failed and pocket b0 did not exist. A field service engineer (fse) thoroughly inspected and tested drawer in hardware test application and replaced the individual drawer control board and pyxibus module control board. Then the customer verified the functionality, and all worked. The system functioned as intended after the field service engineer repaired the device.